Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range shock impedances. The cause of the low out of range shock impedances has not been identified. Boston scientific technical services (ts) reviewed stored events from the latitude remote monitoring system. It was noted there was muscle noise on the right atrial (ra) lead and right ventricular (rv) lead, however, the noise was not oversensed. Boston scientific technical services (ts) recommended continuing to monitor the patient/system. This ICD, ra lead, and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
This supplemental report is being filed to include a conclusion code update.

Event description:
This supplemental report is being filed as device analysis was received.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed as the device was returned and analysis was performed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed as additional information was received that indicated surgical intervention was performed as this implantable cardioverter defibrillator (ICD) was explanted and replaced successfully. The device was returned and is in the process of device analysis. No additional adverse patient effects were reported.